Event description:
Customer reported experiencing a past event of low blood glucose, with the lowest level being 40 mg/dl. Cause was not known. Customer consumed carbohydrates to address the issue. Technical support recommended that the customer consult their healthcare professional to discuss potential factors impacting blood glucose levels.